Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 5.2a. Retainer ring=black, p-cap locked in place properly during testing. Unit was download properly using (thump software). Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm (line number 42095 file number 50411). Problem isolated to the electronic assembly as per global logic analysis no physical damage noted during visual inspection. Faultnumber: softwareerror (53) linenumber: 42095, filenumber: 50411.

Event description:
Medtronic received information that pump error 53 occurred. There was no adverse impact or consequence reported as a result of this event.